Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm depth markings. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. The split length was near half the circumference of the catheter and was centered about a surrounding kink impression. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An additional permanent kink impression was observed between the 5cm and 6cm depth markings which also supports a circumstance where repeated kinking had occurred. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reas1061 showed two other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, power PICC solo was placed (B)(6) 2016, with sherlock 3cg. The catheter was cut to an external length of 5 cm. It was stated that the catheter was noted to be leaking at the exit site and was removed. No patient injury was reported.